Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6-type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge filed service engineer (fse) was dispatched to evaluate the unit. After testing, it was determined that the drive valve group was faulty. The drive manifold was replaced. The device passed all factory-specified performance and safety index tests; it can be used clinically.

Event description:
N/a

Manufacturer narrative:
Due to character limit in the e1 section: the full event site address is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump`s negative pressure was too low after the device was turned on. It was not used for patients and no personal injury was caused.